Manufacturer narrative:
The company representative examined the system and was unable to confirm the reported event. The company representative then tested the system and the system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported in the middle of a cataract with iol implant case the surgeon tried to switch from sculpt to quad mode and there was no phacoemulsification. The procedure was completed with an alternate system. There was no impact to the pt.